Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the difficulties. According to the reported information it is possible that the distal shaft was restricted in the anatomy preventing the shaft lumens from moving freely triggering abnormal resistance and causing the thumbwheel to jam; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo external iliac artery that was 70% stenosed. After flushing the 8x100mm absolute pro, it was inserted through the guide wire and advanced to the lesion. During deployment (after unlocking the lock) the thumbwheel was attempted to be rolled, but abnormal resistance was felt. However, the stent ultimately deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.